Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated.all production steps had been performed accordingly. Particularly the finalacceptance test proved the device functions to be as specified.upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation the device was operating in a safety backup mode and theprogrammer prompted a re-initialization request.the pacemaker¿s memory content was inspected. The inspection revealed, that thedevice switched into the safety backup mode on the (B)(6) 2015 as a result of the detection of invalid memory content.the activation of the safety backup mode does not indicate a material or manufacturingproblem. By design, the pacemaker performs self-checks and is equipped with the ability to detectand repair invalid memory content. However, in the case of multiple invalid memoryareas, the device cannot correct the memory content and switches into the safety backupmode to assure the patients safety. While in this safety program, the pacemaker iscapable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user.in particular, the ability of the device to deliver therapies was verified. The antibradycardiapacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. In summary, the clinical observation resulted from an invalid memory content. The rootcause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - during implant, a device error message came up on the programmer stating the device needed to be re-initialized. The first attempt was successful, but once the device was implanted, it needed to be re-initialized again. All programmable functions were blocked. The physician stated "device was working in safe mode." This is all of the information that was provided to us. The device was returned for analysis. It is unclear if the device was implanted and then explanted or if this all occurred during the initial implant. No adverse patient side effects were reported.